Event description:
It was reported that, "patient had pain, and it was revised."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report. The following other devices were also listed in this report: bipolar 28x49mm. Cat# uh1-49-28; lot 68lmta and c-taper cocr lfit head 28mm/-3 cat# 06-2898; lot 38390201. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.